Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) verbally reported the pump was causing pain and skin issues and will need to be moved to a better location. Surgical intervention was planned but not yet scheduled. The issue was not resolved at time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. If information is provided in the future, a supplemental report will be issued.